Manufacturer narrative:
Initial reporter- zip code: (B)(6). Health effect - impact code: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.

Event description:
Healthcare professional reported left side rupture, "numbness in left arm", "pain in upper arm, pain in center of chest", "glands continually becoming swollen". Device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified the device was broken shell and red particles material on the shell/gel. Unable to confirm if all shell was received. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Healthcare professional reported left side rupture, "numbness in left arm", "pain in upper arm, pain in center of chest", "glands continually becoming swollen". Device has been explanted.